Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure of a new pacemaker, during the night, this right ventricular (rv) lead exhibited loss of capture (loc). Physician performed several test evaluations and a possible micro dislodgment was determine to be the cause of the loc. The patient experienced two seconds of asystole. Patient is expected to be fully recover and was dismissed and will continue to be monitored via latitude monitor system. At this time, this rv lead remains in service. No adverse patient effects were reported.